Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The patient was hospitalized for cardiac decompensation related to pacemaker mediated tachycardia. The device was reprogrammed to resolve the issue and the patient was stable.